Event description:
The customer reported the device can't power up. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported the device can't power up. No pt involvement was reported. A philips bench technician evaluated the device and verified the failure. The power pca with pacing and the control pca were replaced to resolve the issue. The device remains at the customer's site. We cannot determine the cause of the failure as multiple parts were replaced.